Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was going as planned and the closure device was positioned in the laa. After the device was deployed the physicians noted a small pericardial effusion that continued to get bigger. The initial effusion was 1.2 and it ended up growing to 3. There were no hemodynamic changes for the patient at this point. The closure device did meet release criteria and the physicians released the device in the laa. The patient started to decrease in pressure so the decision was made to perform a pericardiocentesis. The physicians removed 1000cc of blood from the patient and ended up giving 4 units of blood. The patient stabilized and was recovering well.